Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement/no medical intervention, has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that during unpacking and preparation, it was noticed that the vision stent above came off of the balloon delivery system and was located in the mandrel/orange sheath. Reportedly, there was no patient involvement. No additional event or patient information is available.